Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23821,1627487-2020-23825. It was reported that patient did not get adequate stimulation in the area covered by t12 drg leads. Reprogramming was not able to resolve the issue. As a result, both the leads at t12 and ipg was explanted and replaced resolving the issue.